Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as excessively applied insertion forces.

Event description:
On 26-dec-2025, an arthrex subsidiary employee reported via email that an ar-3740sp double loaded knotless knee fibertak anchor experienced an issue during a procedure performed on (B)(6) 2025. After inserting the anchor into the pilot hole, the tip of the anchor shaft was found to be broken. The broken piece could not be retrieved and remains in the patient. The anchor functioned without further issues and was used as is, allowing the case to be completed. There was no significant delay, and no additional anesthesia was administered. Additional information was received on 05-jan-2026: this issue occurred during a lateral extra-articular tenodesis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.